Event description:
It was reported that the "poor connection" alarm sounds. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Evaluation codes: updated. Device evaluation: one device was returned with it's original package, in used condition. Visual inspection found there was no evidence of delamination, damage or any discrepancies that could cause the failure mode reported. The unit passed the leak test. The reported failure mode was not confirmed. No root cause could be established, as the complaint was not confirmed. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. No action taken.